Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the coyote es otw balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. Inspection of the device revealed that there were two pinholes in the balloon on both sides of the markerband. There was also pulled material at the balloon hole on the proximal edge of the markerband; however, there was no damage to the markerbands. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 1.5mmx20mmx142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.